Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient can ¿hear¿ internal battery and that it ¿sounds like a pulse¿ off and on. Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported pt reported that they can hear their ipg and described it as a pulsing noise. Caller confirmed that they created an mpxr report on 01/02/2023. Caller was unable to provide further identifying information for pt as caller was driving at the time of call. Technical services (tss) reviewed information and caller stated they would continue to work with pt and pt's hcp to resolve the issue. The manufacturer representative (rep) reported that from dec 31, 2022 thru january 1, 2023, the patient (pt) was experiencing a "device issue", and had felt a pulse sound coming from the implanted neurostimulator (ins). The rep had contacted technical services (tss) for troubleshooting, and they told the rep they have never heard of this and didn't have any explanation or prior reports, so they could not offer any troubleshooting to perform. The rep had the pt turn the ins off for 10 minutes and turn it back on again. The pt told the rep they hadn't heard the noise since, but would reach out if they hear it again. Recordings of the pulse sounds were provided and are attached to the file. The pulse sound is faint, but audible. It is not consistent and lasts from 30 seconds to 60 seconds, coming and going. On january 5, 2023, the rep met with the pt and interrogated the ins. Everything looked normal, there were no connection issues, no alerts, nor any impedance issues. The diary usage was good. The rep did have to change the time on the ins, and since doing so, the pt has not heard the pulse. It was also noted that the ins "was implanted" for migraine and the leads are in the cervical placement. During the time of the pulse sound, the patient's migraine was worse during the day and therefore they were hearing the pulses. The rep also made some adjustments to the pts settings and the "pt will" try the new group. A mdt data file was not available as the rep had exited out of the sessions already. It was reviewed with the rep that if the pulse sounds recur, to obtain and provide the data file when the ins is interrogated again. Additional information was received from a manufacturing representatives (rep). The rep reported that had not seen the patient since they saw her in february. There was a follow up appointment for her on the 17th of february which was canceled. The patient indicated there was no ongoing issues at the present time. Rep had no more info on this matter. Pt did ask if there was any follow up from the technical team regarding the single issue she had with the sound she was hearing from her battery.